Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump no delivery and alarmed motor error. The customer¿s blood glucose level was 173 mg/dl at the time of the incident but also reported a blood glucose level of 400 mg/dl due to being out of insulin. The customer declined troubleshooting for the high blood glucose reading. The customer was assisted with motor error troubleshooting. The customer stated that the drive support cap appeared normal. The customer stated that there are strong magnets where they work and that they have been through an airport body scanner when asked if the insulin pump was exposed to high magnetic field. The customer was able to complete pump rewind. The customer stated that they changed the set when they received the no delivery. The alarm history contained both a motor position encoder error and more than one motor error alarm within the last thirty days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm or motor position encoder error alarm during testing noted. Motor passed motor test. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.